Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of false high ion selective electrode (ise) chloride (cl), potassium (k), sodium (na) results for one (1) patient on their au480 chemistry analyzer. The customer repeated the sample on the same analyzer with a lower ise result considered correct. The false high ise result was reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.